Event description:
"Title: event desc: a high resolution sys has a balloon attached to a catheter with tiny elastic bands. Upon removal of the catheter the balloon stayed in the pt's rectum. The pt was told to try to evacuate the balloon while trying to move her bowels. No balloon was returned. The pt was encouraged to watch for balloon over the weekend. Pt checked her stoop over weekend and still did not expel the balloon. Since the pt did not see the balloon from rectum, she was instructed to return to endoscopy for a flexible sigmoidoscopy to check for the balloon presence. Pt returned and balloon was retrieved under direct visualization without complications. Representative was present for initial procedure and instructed the staff to use "non-waxed dental floss" to secure the balloon in place for future procedures. Staff has preformed procedure successfully without floss in place."

Manufacturer narrative:
Corrected data: an anorectal manometry investigation was performed with a high resolution catheter uni-ano-mo138 (B)(4) / k122345-l5-1175-d (B)(4), serial number (B)(4). The tip of the unisensor's catheter was attached to a (B)(4) tpe balloon ((B)(4) item number a86-4300-10, lot 1 at 092413,2 at 092713) from (B)(4) scientific (B)(4) sold to user facility by (B)(4) and using elastic bands and a fixation method of (B)(4) scientific (90-ufix, lot#130813) sold to user facility by (B)(4) (...) (B)(4) clinical trainer was present for initial procedure and instructed the staff to use "non-waxed dental floss" to secure the balloon in place for future procedures due to failure of the elastic bands to properly secure balloon to the tip of the catheter. (...) Add'l MFR narrative: unisensor is the MFR of the catheter which was used in the anorectal investigation test. This catheter can be used in combination with any number of prod which in this case were not manufactured by unisensor. The catheter itself did not malfunction as the catheter's intended use is the evaluation and diagnosis of gastroenterological dysfunction related to muscle tonus and the coordination of contractions between muscle groups, and there is no indication from the initial report that the medical device performed outside its spec. The elastic bands in combination with the fixation method may have failed, but these prod were not mfg by unisensor. Additionally, the company's post market surveillance records indicate that the end user may not have properly deflated the balloon before extraction. On the side of unisensor, no corrective or remedial action is expected for this event. (B)(4).